Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported mobile system blood glucose results: 2:15 am hi, which on the system indicates a result in excess of 600 mg/dl 2:16 am 274 mg/dl 2:18 am 123 mg/dl 2:26 am 346 mg/dl no event was reported. A request was made for the return of the meter and strips, replacement sent